Manufacturer narrative:
The device referenced in this report has been returned to olympus for evaluation. The evaluation found the tip of the probe broken. The device was sent to the original equipment MFR (OEM) for further analysis.

Event description:
It was reported that during an unspecified procedure, the tip of the probe broke. There was no pt injury reported. No additional info was provided.